Event description:
Increased wound drainage. It has been reported that a pt underwent hemicolectomy with ileosigmoid anastemosis. Two sheet of seprafilm were placed beneath the midline incision. Increased wound drainage was observed 4-5 days post operatively. The pt was taken back to or for wound exploration. It was noted that the source of the fluid was beneath the fascia. During further exploration, the surgeon found a volume of gelatenous material. The area was cultured with negative results. The physician did not assess the casuality of this event however, genzyme as the MFR has assessed the causality as possibly related. Additional info has been requested but not received.